Manufacturer narrative:
The investigation included a search for similar complaints, the review of complaint text, trending data, and labeling review. Internal investigations confirmed that the inconsistency of results between the middleware and the instrument was due to a misconfiguration of the ft3 and ft4 test channel codes, reversed, among the assay codes installed on the alinity I instrument performing them. The issue was resolved by reconfiguring the channel codes of the ft3 and ft4 tests on aliniq ams. The installation of the aliniq ams was in the testing phase, not the production environment, and therefore did not impact actual patient results for diagnostic or clinical purposes. The investigation indicated that the unexpected behavior of the middleware was due to an incorrect configuration of the test-channel association in the analyzer section. This incorrect configuration was performed by the abbott engineer during the system installation and configuration phase, not the aliniq ams, version 2.12 used in production. During the test phase of the installation, the aliniq ams and the instrument (alinity I) ft3 and ft4 test-channel codes were reversed in the analyzer section, causing the incorrect association of the test results in aliniq ams. The issue was resolved through a configuration change within the aliniq ams middleware settings at the customer site: channel codes of the ft3 and ft4 tests were properly associated in the analyzer section on the middleware. Aliniq ams configurator user manual 2.12 provides labelling information on configuration the test channel codes. Tracking and trending review determined no trend for the issue for the product. Based on the investigation no systemic issue or deficiency of aliniq ams, version 2.12 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that when testing a batch of samples on the alinity I (ai04561) instrument, free t3 (ft3) and free t4 (ft4) results were abnormal, and inconsistent with clinical presentation. The samples were retested on another analyzer, which generated normal results. There were 93 samples tested for ft3, and ft4 on the alinity I (ai04561) instrument. 75 samples were repeated on another instrument. The sids ranged from sid (B)(6) to sid (B)(4). The initial ft3 results ranged from 0.56 to 3.32 pg/ml. The repeated ft3 results ranged from 1.22 pg/ml to 8.56 pg/ml (ft3 reference range male: 1.71 pg/ml to 3.71 pg/ml, female 1.58 pg/ml to 3.91 pg/ml). The initial ft4 results ranged from 0.69 ng/dl to >20 ng/dl. The repeated ft4 results ranged from 0.56 ng/dl to 2.22 ng/dl (ft4 reference range: 0.7 ng/dl to 1.48 ng/dl). During troubleshooting, it was discovered that the instrument results were normal. The ams, alinity I (ai04561), ft3, and ft4 channel numbers were reversed, causing the results to be transmitted to ams incorrectly. No impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6: health effect impact code: f26. Component code: g03001. D8: was this device service by a third party? Unknown. Corrected data can be found in section d4 catalog number was updated from 03r89-22 to 03r89-48, and UDI # updated from blank to 00380740189914. The manufacturing site remains the same.